Event description:
It was reported that during a stenting treatment procedure, a patient injury occurred.the target lesion was located in renal artery. Following deployment of a 6.0x18x90cm express sd stent, a perinephric hematoma was observed distal to the implanted stent. It is believed that the v-18 guide wire moved forward a little causing the hematoma. The patient is still reported to be in pain. The patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR:the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).